Event description:
It was reported that during an in-clinic follow-up, episodes of noise that resulted in automatic mode switching were noted on the right atrial (ra) lead. Provocative testing was able to reproduce the lead noise. Ra lead damage was suspected but was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.